Event description:
The pt reportedly experienced a decrease in performance. External equipment was exchanged and programming change was made; however, this did not resolve the issue. Revision surgery has been scheduled.